Event description:
It was also reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse, stress urinary incontinence, and urinary tract infection. It was reported that the patient had the concurrent procedures of an anterior repair, retropubic repair, diagnostic cystoscopy, and posterior repair performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02528. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, stage 3 out of 5 anterior wall prolapse and intrinsic sphincteric deficiency and mesh was implanted. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02528. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection.

Event description:
It was reported that following insertion the patient experienced infection.